Event description:
Customer reported that she had unexplained high blood glucose and high blood pressure. Customer stated that she was taken to the emergency room and was hospitalized. The blood glucose reading was over 600 mg/dl. Customer stated that she was not able to control her blood glucose at home due to the high blood pressure. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.